Manufacturer narrative:
Tracking #.48186. D6: device returned with no lot ID. H6; broken ancillary trocar. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was confirmed that the ancillary trocar was broken off inside the anvil shaft. It was noted that the anvil had marks across the shaft of the instrument and marks on the trocar clips. The markings across the trocar clips indicates that the clips were in a compressed mode with the ancillary trocar attached. Removal of the ancillary trocar while the clips are compressed could prevent removal of the ancillary trocar. Due to the damage of the anvil, it appears possible that a clamp may have been placed across the anvil shaft and trocar clips. If the anvil is clamped across the trocar clips, it will prevent removal the ancillary trocar and may cause the trocar to break. This inquiry was originally reported as an rpo (record purpose only).

Event description:
It was reported during an esophagogastrectomy the surgeon was using a circular stapler to create an anastomosis. The procedure was changed to a thoracotomy in order to retrieve the ancillary trocar tip. Another circular stapler was used to complete the case. The product is being retained by the hosp. There is no other info available. The rep will report add'l info after discussing with the surgeon and his nurse. 12/23/1997 it was reported to the rep by, the surgeon's private nurse, the device was never fired. The surgeon, using a right angle instrument, removed the blue tip of the ancillary trocar. Then unsuccessfully attempted to approximate the trocar and the anvil shaft of the circular stapler. Upon inspection a broken piece of the ancillary trocar was noted between the anvil shaft and trocar. The surgeon attempted to remove this piece of the ancillary trocar which prolonged the procedure. At this time the surgeon decided to convert the case to a thoracotomy to retrieve the piece. 1/12/98 the surgeon, had performed an esophagogastrectomy and was using a circular stapler for anastomosis; he was going to do an end to side type anastomosis by using the ancillary trocar and bringing it out through the wall of the esophagus. After accomplishing this manuever he was unable to remove the ancillary trocar which created a necessity for entering the chest and performing an anastomosis at a higher level. At that time it became apparent that this manuever would have been required anyway. Since the tumor extended close to the resection site. The pt subsequently expired, but this was not at all related to the instrumentation problem.